Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an appendectomy therapeutic procedure, the powerseal 5mm exhibited incomplete seal cycle error. The procedure was completed using an olympus back-up device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure (incomplete seal cycle error) was confirmed. According to the investigation, device was functionally tested, and the device failed the functional test. The root cause could not be identified. According to the investigation, attempting the seal during a functional inspection revealed that i767 was detected by esg-410. I767 informs that the seal cycle was not completed within the specified time. This event was caused by improper sequential the seal cycle activation. Also, devices rotate clockwise and counterclockwise, and the clamp lock lever can be locked in place and released. While testing with the esg-400 and usg-400 the device could not complete sealing process generating error i767. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.